Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering and did not alarm. They stated that because the pump did not deliver, the patients blood sugar dropped and they had a seizure, resulting in the patient being taken to the hospital. Mmdg followed up with the initial reporter who stated that the patient was released from the hospital the same day. They also stated that the patient had received 400 ml of their 600 ml feeding, and that they were unsure if this contributed to the drop in blood sugar or not. They did advise that the pump had been replaced and the replacement was working without issues. (B)(4).